Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switches on the escape and act buttons. No button error alarm or unexpected black spots on the screen noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the buttons on the insulin pump had intermittent responds. Customer's blood glucose was 6.3 mmol/l. The buttons were note pressed for three minutes or longer. The device was not dropped or bumped. The battery was changed and the battery cap was cleaned, but anomaly persisted. The device would also have a black dot on the display for a day then it would disappear. The device will be returned for further analysis.